Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the subject device tested positive for staphylococcus coagulase negative (6cfu/170ml). The testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from all channels of the subject device tested positive as follows. Channel 1: white staphylococcus (2 cfu / 100 ml) and unspecified mycosis (4 cfu / 100 ml); channel 2: unspecified mycosis (over 7 cfu / 100 ml); channel 3: white staphylococcus (5 cfu / 100 ml) and unspecified mycosis (over 5 cfu / 100 ml). The test report concluded that the testing results were above action level that requires action of the (B)(6) guideline. The device had been manually reprocessed using peracetic acid. There was no report of infection associated with this report.